Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer would load a new cartridge to clear the alarm. There was no adverse impact to the customer¿s blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.